Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset for the peritonitis. It was reported that the peritonitis was manifested by abdominal pain. Treatment for the event was unknown. At the time of this report, the patient was still hospitalized and the outcome of the peritonitis was unknown. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h14a13039 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.